Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced a low blood glucose of 29 (mg/dl). The customer consumed a chocolate bar and chocolate milk to address bg. The cause of the low bg was unknown and the contact stated that low bgs were common for the customer. A recommendation was made for the customer to discuss low bg with a healthcare provider.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low bg levels were not confirmed. There were no irregular bolus deliveries requested. There were no erratic basal rate adjustments. Complaint could not be confirmed. There were no obvious requests or deliveries that would cause bg levels to drop. There is no evidence that the insulin pump experienced a malfunction or failure.